Event description:
It was reported that the patient been admitted to the emergency department with hypoglycaemia on (B)(6) 2026. The patient's blood glucose levels were 8.8 mmol/l (158 mg/dl) at 8:15pm that evening; they then administered a bolus for dinner. Shortly after, their blood glucose levels began to drop; the patient ate dinner and changed their pod. Around 8:50pm the patient noted a scheduled basal delivery of 0.65 units after which their glucose level dropped rapidly, the blood glucose level declined to reading as "low" (less than 40mg/dl (2.2 mmol/l)). The patient reported they went to bed but do not recall doing so. The patient stated that there was "a noticeable delay between the priming sequence and the cannula firing". The patient reported their partner found them moaning, semi-conscious with additional symptoms of confusion, sweating, nausea and drooling. The patient stated their partner attempted to give sugar water unsuccessfully; following this, their partner called an ambulance for assistance. The paramedics removed the pod and administered intravenous glucose before transporting the patient to hospital. The patient was then treated with further intravenous glucose and a new pod was applied. They experienced a hyperglycaemic event while hospitalised following the administration of intravenous glucose which read as high (over 400mg/dl (22.2 mmol/l)). The patient was discharged the following day once their blood glucose level stabilised to 8 mmol/l (144 mg/dl). ((B)(6) 2026). A report has been submitted under (B)(4) for the reported pod issue.

Manufacturer narrative:
The physical device was not returned. Review of the user's data in the insulet cloud system found that a pod with the sequence number reported was used between 20:50 and 22:35 on (B)(6) 2026. Review of the patient history buffer (phb) data found that the pod delivered 0.6 u of insulin before being deactivated. The first valid estimated glucose value received by this pod was a value of 66 mg/dl received at 21:00. The phb data showed that the system was correctly transitioned to automated mode: limited for the first four cycles after pod activation. During these cycles, the estimated glucose values stayed at 66 mg/dl and 0.2 u of insulin were delivered due to the system delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate, while in automated mode: limited. Once the system transitioned to automated mode from automated mode; limited, automated insulin delivery was paused by the algorithm due to the low estimated glucose values. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. No boluses of 0.65 u were observed to have been delivered by this pod. Automated insulin delivery remained paused until estimated glucose values began increasing again. No evidence of an overdelivery of insulin or of any issues with the automated algorithm were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.